Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to an infection. It was reported that the xiphoid and the device pocket showed purulent drainage. There were no additional adverse effects reported.